Manufacturer narrative:
The subject device was not returned for evaluation. The device was discarded. In a follow up communication with the customer , the following information conveyed: the issue occurred towards end of the procedure. There was a five minutes extension on the procedure. There was no impact to the outcome of the procedure due to the reported failure. The intended procedure (therapeutic) was completed . No medical intervention performed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported the dilation balloon need to be cut to remove. According to the report, the balloon dilated as should, when customer were done pulling back through the scope water got stuck and was harder to pull back , had to cut the balloon and was pulled out another way. Customer threw the product away no replacement required. There was no patient harm, no injury reported due to the event. No user injury reported.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the dilation balloon needed to be cut to removed; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.